Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. The device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2026 - MDR = yes, malfunction. An observation of fc (B)(4) is a reportable malfunction, as it has the potential to impact therapy. No surgical intervention has been performed at this time. No adverse patient effects were reported. (B)(6).